Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had an infection at his penis and the head of his penis swells. He would like to have his device replaced. It was no longer working and he was not able to turn it on. The patient never had these problems with his penis when the device was working. This occurred in (B)(6) 2015. The patient did not have a health care professional (hcp). It was mentioned that the patient had a history of strokes. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome, cause, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.